Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that they had a loss of stimulation; the patient last felt stimulation six months ago. The patient moved and lost his equipment and then found it and thought the implantable neurostimulator (ins) was discharged, the last successful charge session was more than six months ago. The patient tried to charge and the ins would not take the charge. Poor communication was reported. The indications for use were non-malignant pain and failed back surgery syndrome. The patient via a manufacturing representative (rep) later reported that there was premature battery depletion. They trickle charged on 2 occasions and could not get the battery to turn over. They did it for consecutively for 4 hours, then 5 hours, and then another 3 hours on (B)(6) 2015. The patient had not charged in almost 6 months because his wife was sick and the house was remodeled so he couldn's find the charged. Twelve hours of trickle charge with 7 hours with the rep present, they could not get it to turn over. They tried to do a normal charge between trickle charges. The rep had met with the patient on 2 occasions. The issue was not resolved at the time of the report. The rep later reported that the patient was having a replacement put in. The patient requested a non-rechargeable.